Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm. During the procedure, a non-gore stent graft (endurnt, medtronic) was implanted as the main device and gore® excluder® aaa endoprostheses (excluder device) were implanted bilaterally distally. (B)(6) 2022, a rupture of the abdominal aortic aneurysm due to suspected distal type I endoleak resulted in an emergent re-intervention. Additional excluder devices were implanted over the bilateral common iliac arteries. Also, type ii endoleak from the lumbar artery was suspected, so coil embolization was performed for repair.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.